Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks. The clinical representative wanted to review the shock alert and the episode. However, there was no electrogram (egm) available. Technical services (ts) explained that the data only showed the last 72 hours of egm. 10 days after this episode this device was explanted due to infection. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up 1 (additional information) this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks. The clinical representative wanted to review the shock alert and the episode, however there was no electrogram (egm) available. Technical services (ts) explained that the data only showed the last 72 hours of egm. 10 days after this episode this device was explanted due to infection. No additional adverse patient effects were reported. This device is not expected to be returned.